Event description:
It was reported that the asymptomatic patient presented in clinic. Upon attempting to update the pacemaker's firmware, the device went into backup vvi mode. The device was successfully restored to a previous device firmware.